Event description:
A 100mm lag screw and 135 degree dhs plate were implanted for a right displaced intertrochanteric femur fracture in 2000 broke post operatively. Lag screw was noted as broken in 7/01 and was removed in 2001 during revision surgery. Surgeon noted the nonunion was abundantly visible with gross motion present at the intertrochanteric fracture site. Pt was revised to a total hip replacement.